Event description:
During index procedure the patient had 2 assurant cobalt peripheral stents implanted to the right external iliac. Approximately 2.5 years post index procedure the patient was hospitalized due to abdominal pain, shortness of breath and diarrhea. Review of patient confirmed severe ischemia of right lower extremity which was ongoing making the limb unsalvageable. Due to patients respiratory failure, sepsis and hypertension it was felt that they were a poor surgical candidate. Patient died 2 days after being admitted to hospital.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (occlusion/death).